Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with a 14-62 gray stylet in the lead. The lead was able to be passed through a 9 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the 1 month post implant office visit, the right ventricular (rv) lead had increased pacing threshold and decreased sensing. During the revision procedure, the lead was thought to have been micro-dislodged as the lead had pulled back but had intact positioning. The lead was explanted and replaced. When the new lead was being positioned, the patient went into monomorphic ventricular tachycardia and required an external shock to break the rhythm. The replacement lead remains in use. No further patient complications have been reported as a result of this event.